Manufacturer narrative:
Correction: e1 (fax number) additional information: d4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. An initial visual inspection of the returned adapter noted no abnormalities. The adapter was connected to the gen2 acc software and the strain gauge was responsive. The analog to digital (a/d) count was within the range that should be accepted by the tare function. The adapter had 36 of 50 procedures remaining before it was set to end of life. There were universal asynchronous receiver-transmitter (uart) communications errors and a clamp test error in the data saved to the system. The adapter was connected to an rpa signia handle running v29.6 software. The handle displayed a yellow adapter swimlane. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The reload was reconnected to the gen2 acc software and no new errors appeared. It was reported that during the robotic laparoscopic distal pancreatectomy and splenectomy, the reload was closed around the distal pancreas and experienced firing issues, as the instrument did not fire. The reload would not open after being placed on a new adapter. The handle also experienced firing issues and did not fire; a reset of the device was performed, and after loading a new adapter and new reload, the device then fired. The adapter was unable to enter firing mode and required replacement. The device was removed from the operating field, a new adapter was placed on the handle, and the same reload was placed on the new adapter, but the reload would not open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: clamp test error and uart communication errors the most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic distal pancreatectomy and splenectomy, the reload was closed around the distal pancreas and experienced firing issues, as the instrument did not fire. The reload would not open after being placed on a new adapter. The handle also experienced firing issues and did not fire; a reset of the device was performed, and after loading a new adapter and new reload, the device then fired. The adapter was unable to enter firing mode and required replacement. The device was removed from the operating field, a new adapter was placed on the handle, and the same reload was placed on the new adapter, but the reload would not open. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10: concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot number: n5b1124y) sigphandle, sig power sigphandle handle, (serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.